Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient manages her diabetes with humalog and lantus insulin. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly had to guess as to how much insulin she had to administer (based on her feeling), on (B)(6) she administered an increase dose of insulin (dosage not clear) and on unclear date/time later, the patient reportedly developed symptoms of dizziness, stomach pain, and feeling poorly. According to the csr¿s documentation, on (B)(6) 2013, (at 9:07am), the emergency medical services (ems) was contacted, the patient reportedly obtained an blood glucose reading of ¿475mg/dl¿ with the ems¿s meter, and the patient reportedly received insulin, fluids, and morphine as treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and noted that the patient was using expired test strips at the time the alleged meter issue occurred. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.